Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is misuse or mishandling of the device during removal from the blister packaging, resulting in damage to the fibertak anchor prior to use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/3/2025, a sales representative reported via email that the fibertak anchor from an ar-8988-cp fiberlock suspension implant kit appeared defective, it wouldn¿t bunch up and looked damaged straight out of the package. This issue was discovered during a cmc arthroplasty procedure on (B)(6) 2025. The case was completed using another ar-8988-cp fiberlock suspension implant kit. Additional information was received on 11/12/2025: the white sheath of the fibertak anchor appeared damaged. It was heavily frayed and would not ball up properly when the surgeon attempted to deploy it. The case was not delayed, and no additional anesthesia was administered. No photos were taken of the event.